Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. One used 6fr angio-seal sts plus device was returned for evaluation. No accessory components were returned for evaluation. Visual inspection revealed that the hemostatic sheath was mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. The anchor was exposed and posted at an appropriate angle at the distal tip of the hemostatic sheath. Based on the stage of deployment, digital pressure was applied to the posted anchor. The tamping tube and collagen deployed when the digital force was applied. There were no anomalies noted with the deployed device. The complaint could be confirmed for deployment difficulties as the anchor was properly posted at the distal tip of the hemostatic sheath, but the anchor was not deployed in the patient's artery. From the returned device, it is unclear why the device did not deploy as there were no functional anomalies noted with deployment. At this time no conclusion can be drawn as to the cause of the patient's pain as the device was not deployed in the patient. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Age - (B)(6). Weight - requested, information yet to be received. Ethnicity - requested, information yet to be received. Race - requested, information yet to be received. Lot number - unknown. Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown lot number . Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. (B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that during a percutaneous transluminal angioplasty a angio-seal device was used for closure. When the angio-seal device was removed, the patient felt pain and was referred to a vascular surgeon and emergency surgery was needed. It was reported that it seemed as though the anchor was not released. An ultrasound-examination was done, without result.

Manufacturer narrative:
Weight - requested, not provided; ethnicity - requested, not provided; race - requested, not provided.

Event description:
Additional information was received on 5/30/18. There was no significant blood loss. The patient was reported to be in good condition after the surgery. The surgeon removed the collagen sponge.